Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that during preparation of the pulse generator, parameters to desired settings could not be programmed, as the programming key was not enable at time of programming session. Parameters included the following: ddd, search av+ offsets and lead polarities. There was no indication that such parameter choices were not permitted. Programming efforts were completed multiple times, and all were unsuccessful. Consequently, this device was not clinically attempted for implantation. Another device was selected and successfully programmed uneventfully with the same programmer. No patient complications were reported as a result of this event.